Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: connected the catheter with nipo ex-tube and flashed saline. Saline leaked a lot from the connection. The issue never occurred before however it occurred 2 consecutive times.

Manufacturer narrative:
H.6. Investigation: bd received an unopened insyte autoguard blood control unit from lot 9085562 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage at the very end of the adapter. Next, a leakage test was performed on the returned unit and leakage was observed coming from the visible damage. Based off the visual inspection and testing the engineer was able to verify the reported defect. This damage occurred during the manufacturing process. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: connected the catheter with nipo ex-tube and flashed saline. Saline leaked a lot from the connection. The issue never occurred before however it occurred 2 consecutive times.